Event description:
Reporter called lfs on behalf of the patient alleging their one touch profile has been reading inaccurately erratic. Cust. Serv. Rep. Spoke to reporter in 2002 and they provided the following information: in 2001 reporter stated patient was receiving normal readings and was taking their insulin as prescribed. Patient obtained a low reading, they do not remember what it was and was having symptoms of vomiting and dehydration. Patient did not take insulin that day because of the vomiting, and could not eat. The patient was then taken to the hospital where they obtained a high glucose reading. Reporter does not know what the reading was or the time difference between the two readings. Patient was admitted to the ICU with a diagnosis of ketoacidosis. Patient was in the ICU for days and was then monitored for 2 days and released. Reported then called lfs for a replacement meter.